Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The batch/lot number was not provided for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The following information was requested, but unavailable: were any troubleshooting steps attempted to open the device at all (knife reverse button, manual override)? Did the jaws of the device eventually open?

Event description:
It was reported that during a gastric sleeve procedure, the stapler would not open when the scrub attempted to open it. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p5591r. Additional information requested and received: were any troubleshooting steps attempted to open the device at all (knife reverse button, manual override)? Did the jaws of the device eventually open? I spoke directly with the scrub that worked in this case. She stated that the pa felt that the operation wasn't normal & the opening and closure had a "catch" that just didn't seem right. The instrument was introduced through a trocar, but it was never fired. The analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.